Event description:
Complainant alleged that while attempting to monitor a pt, the device powered on without display. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is complete.